Event description:
It was reported that the device was used during a laparoscopic cholecystectomy procedure, and jammed. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
(B)(4): dried bodily fluids, malformed clip. Eval summary: the analysis results of the device found that it was rec'd with excessive dried body fluids. The device was cycled and the jaws remained in closed position. The trigger was manually assisted; one malformed clip was released and then, the device locked out. The device was disassembled and excessive dried body fluids were noted on the internal components; no clips were noted inside the clip track. A potential cause of the event reported is that due to dried body fluids the clip could not be fed into the jaws as intended and then, the clip did not allow the proper performance of the jaws during the activation of the trigger and the instrument jammed. Accumulation of body fluids is a routine occurrence during surgical procedures and does not necessarily indicate a mfg defect in the device. A batch record review was performed and no anomalies were found during the mfg process.